Event description:
Report received from abbott international affiliate which states, "morphine 'free-flowed' into the pt who consequently received an overdose and required resuscitation. The pt was resuscitated successfully." Additional info received indicated that the administrative set was not in the pump at the time of the incident. The anti-siphon valve on the administrative set was reported to be intact; however, the set was reportedly not clamped off upon removal from the pump. The customer indicated that approximately 100ml of morphine, concentration unspecified, was delivered to the pt. The pt reportedly recovered from the event. Additional info has been requested, but has not become available.